Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, medical records received. After review of the medical records for MDR reportability, the patient was revised to address instability, pain, and swelling. The patella was not revised. Doi: (B)(6) 2015; dor: (B)(6) 2018; ( right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4) used to capture the medical device removal.

Event description:
Medical record ad 17 june 2019 was reviewed on 5 december 2019. Medical records report no intraoperative complications from initial implantation which included patella resurfacing. This patient received bilateral knee arthroplasty with depuy implants left knee (doi (B)(6) 2015) and right knee (doi (B)(6) 2015). The left knee remains unrevised. Patella resurfacing was performed during initial implantation. Depuy cement x2 was utilized in the initial implantation of the right knee. This complaint captures the right knee that was revised (dor (B)(6) 2018) for instability, chronic pain and swelling. Intraoperative findings were tibial tray found to be loose at the implant to cement interface. Patella was found well fixed and left intact. All other components (femoral, insert, tibial) were explanted and replaced with depuy revision knee system utilizing depuy cement. No intraoperative complications during revision surgery. Right knee doi: (B)(6) 2015; right knee dor: (B)(6) 2018.